Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump in good condition. Functional and visual testing was performed to confirm the issue. The customer's stated problem was verified. The pump was inspected during power up and the error code 104 was found to be on the screen. The error code 104 was referenced to motor issue. Further investigation of the pump determined that the motor was defective due to high current draw and is the cause of the issue. Therefore, the motor will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump displayed an alarm that there's a system fault. There were no injuries or adverse events reported.